Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should additional relevant information become available, a supplemental report will be filed. (H3) the investigation into the reported event of the red lumen removal issue has been completed since the original report was filed. The physician explained that he had not removed the red easy guide lumen when implanting the impella but had advanced the impella into the airlock as it was. Unfortunately, he cannot get the impella to retract and asks if the easy guide lumen must be removed. He was strongly advised to remove the lumen before advancing the pump further. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported that the first implant was aborted by the physician during the pump insertion into the sheath. The physician noticed that the easy guide lumen was still in place and removed the pump completely. Afterwards physician had concerns to use this same pump (physician was not sure if the pump was damaged during the procedure) and decided to implant another new pump.